Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: item# 12-115115 cer bioloxd mod hd 32mm std nk lot# 2898666; item# 010000661 g7 pps ltd acet shell 48c lot# 6339439; item# 110010265 g7 osseoti multihole 54mm f lot# 6158150. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient revision 1 week post initial implantation due to dislocation. Attempts were made to obtain additional information; however, none was available.